Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Reportedly, due to the bg level, the customer lost consciousness. Customer required assistance in obtaining carbohydrates to treat the bg level. No further assistance was required. Reportedly, customer continued to use the pump for insulin therapy.